Event description:
The ge oec 9900 fluoroscopy system had a shut down anomally.

Manufacturer narrative:
A ge oec service representative investigated the issue and no noted action was taken, nor parts replaced. This anomaly should be correct by the is7 remediation. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.